Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument twisted at the junction intraoperatively. A backup instrument was used to continue as planned. The procedure outcome is unknown but there was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the proximal clevis dislodged but was still attached to the main tube. Additionally, the instrument had a broken main tube near the proximal clevis, and a detached fragment was observed; a piece measuring approximately 4.25mm x 8.50mm in size was not returned with the instrument. Also, the instrument had multiple indentations/burrs on the proximal clevis surface. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.